Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the xact stent system. The reported patient effect of stroke is listed in the xact instructions for use as a known potential adverse effect associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left internal carotid artery. A carotid endarterectomy was planned; however, the patient had a lung mass that had not been followed-up on therefore it was decided to implant a carotid stent instead. A 9tx30mm xact stent was deployed per the instructions for use without issues. At the end of the case the patient showed signs of stroke with right sighted deficit. The patient was handed over to the stroke team. The next day the patient was still showing right sighted deficit. Three days post-procedure the patient was starting to show improvements. There was no clinically significant delay in the procedure. No additional information was provided.